Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted (B)(6) 2007; dtbb1d1 crt-d, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance due to a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.